Manufacturer narrative:
Additional product code: gei. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed the device is worn and the reset button is broken. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for three (3) minutes each, the electrode worked as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the vapr wired footswitch stopped working during the case. The case was completed using the hand control option on the wand with no patient harm or delay. This report is for a vapr wired footswitch. This is report 1 of 1 for (B)(4).